Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The failure mode is due to multiple hardware. The field service engineer replaced the drainage tube, r1, s1, and s2 syringes and all mix bars to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
The customer reported receiving erratic patient results generated for urea, alanine aminotransferase (alt) and c-reactive protein (crp) on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.